Event description:
It was reported that an occlusion alarm occurred. The customer cleared the alarm and successfully resumed insulin delivery. A system check was offered to identify the location of the blockage; however, the customer declined troubleshooting. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.